Event description:
An occlusion issue was reported with the pump. There was no adverse impact to the customer's blood glucose level. After troubleshooting, it was recommended to replace the pump, and the replacement was approved and arranged by technical support.